Event description:
It was reported that the impactor broke.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Which part of the instrument broke? -the plastic part. B. Were all broken pieces retrieved from the patient? -yes b. Did this event happen during primary surgery or revision surgery? -primary surgery c. If revision surgery, does it involve depuy products? If yes, please provide the reason for the revision and product details. -primary surgery with depuy products d. Was there any adverse consequences that affected the patient because of the reported event? -no

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device found the device broken. The broken part was returned. However, the device is missing a component. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed. Corrected: h3.